Event description:
It was reported that after a pt was implanted for a second time diagnostics resulted in high lead impedance. At the moment the hospital is considering steroid therapy and no further details were available as good faith attempts to obtain additional info regarding the pt and product have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.